Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) encountered difficulty cycling their device using the pump. A surgical procedure was performed during which the pump component was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for balloon is (B)(4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for balloon is (B)(4). D10: concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was finding difficulty when trying to cycle their pump. The physician removed and replaced the device through replacement surgery, and there were no patient signs or symptoms reported at this time.